Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system keyboard not working. A field service engineer performed windows update and tested the keys. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system had keyboard failure. The customer reported that the user was prevented from removing medication from the device that caused approximately five minute delay to patient therapy/treatment. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-dec-2022 to 03- dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system keyboard was not working. A field service engineer performed a windows update and tested the keys to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis medstation es system had keyboard failure. The customer reported that the user was prevented from removing tylenol and zofran from the device that caused approximately five-minute delay to patient therapy/treatment. There were no adverse events or injuries reported based on this event.